Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient condition was unknown. Further information was requested, but not yet available.